Event description:
It was reported that the bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes had foreign matter inside the tube. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd received 1 sample and 2 photos for investigation. The returned sample and photos were reviewed and the indicated failure mode for foreign matter was observed. Additionally, (B)(4) retention samples from the bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during the manufacturing of the product. This complaint has been confirmed for the indicated failure mode, foreign matter. Bd was not able to identify a root cause for the indicated failure mode. As stated under the precautions section of the IFU, . Do not use tubes or needles if foreign matter is present. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. The following fields have been updated with additional/corrected information: d.1. Device available for eval: yes. D.1. Returned to manufacturer on: 03-apr-2024.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Additionally, 100 retention samples from the bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during the manufacturing of the product. This complaint has been confirmed for the indicated failure mode, foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that the bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes had foreign matter inside the tube. There was no report of patient impact.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes had foreign matter inside the tube. There was no report of patient impact.